Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the monitor had lost the image. The issue was found during inspection for use of the device. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: h2, h4, h6, h11. The customer contacted olympus technical assistance support (tac) via phone. The customer informed tac of the event no image on monitor, tac advised the customer to run a serial digital interface cable directly from the cv-190 to the monitor to determine whether the issue was related to the boom system. When connected directly, the image was present, confirming that the malfunction originated from the boom system. Tac advised the customer to involve their biomedical team to replace the non-functional cable within the boom. No further assistance was required. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the cause could not be established for the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.